Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement and high thresholds. The implantable pulse generator (ipg) exhibited early battery depletion and pacing issue. The lead was repositioned and remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.